Manufacturer narrative:
Average age 61.06 yrs (range 19.3 - 88.7). Pt sex: 172 males, 337 females. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that 509 patients underwent tlif and psf using rhbmp-2/acs. Twelve patients developed a non-union postoperatively. One patient had received 4mg bmp, 5 patients had received 6mg of bmp, 4 had patients received 8mg of bmp, and 2 patients had received 12mg of bmp. Four of the non-unions were at non-tlif (psf) levels; 1 was a degenerative case and 3 were deformity cases; 2 were primary surgeries, and 2 were revision surgeries. Eight patients developed non-unions at the tlif level; 2 were degenerative cases, 1 was a spondy, and 5 were deformity cases; 4 were primary surgeries, and 4 were revision surgeries.